Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2015 with the following findings: a review of the pump¿s black box showed pump reboots had occurred. The returned battery was used for investigation. The battery compartment was found to be intact with no damage observed. The battery cap was able to fit securely to the pump. During testing, the pump was exercised on a 24 hour basal program with no intermittent power or reboots occurring. The pump was opened and no damage was found to the power circuit. No moisture ingress was observed inside the pump. The intermittent power issue was shown in the pump history but was not duplicated during investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.